Event description:
The osteotome blade was noted chipped at the cutting edge prior to surgery, but was still used. A piece broke off in the patient's tibial bone and could not be removed. Despite this event, the surgeon reported a good result was achieved. This device is used for treatment.